Event description:
The customer reported that the advia workcell automation system was dropping sample tubes. The tube contents spilled and required track decontamination to be performed by the operator. There are no known reports of patient intervention or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
The original MDR 2432235-2014-000557 was filed on august 22, 2014. Additional information (2014-09-25): a siemens customer service engineer (cse) dispatched to the customer site determined that sample processing of the four sample tubes completed before the incident occurred. Patient results were not impacted. The cse decontaminated the automation gate, and retaught all sample manager trays and gate positions. The cse replaced the x axis motor and robot head control ribbon. Sample tubes were run and performance monitored without incident. The instrument is performing within specification. No further action is required.

Event description:
N/a

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia workcell automation system. The cse determined that the loader was not correctly placing tubes into the appropriate automation pucks on the track. The issue is currently under investigation.